Manufacturer narrative:
The device was returned for analysis. The reported ¿device could not be removed¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported guide separation was confirmed. The reported foot separation was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostyle device could not be removed. After several non-forceful attempts, the device became free and could be removed from the patient anatomy. The sheath was separated into three parts and the foot plate was separated from the distal guide and remained in the patient anatomy. A snare was advanced through the right common femoral artery and captured the separated portion of the prostyle device. The preclose technique was continued with the placement of two additional proglide devices. The sheath was upsized to a 14fr sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.